Event description:
No additional information provide.

Manufacturer narrative:
1. DHR/bhr review lot#3353655. 1-the products of this batch were assembled at intima ii auto line 4 in january 2024, and packaged at cfs package line in january 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for relevant functional tests: 800mm simulated clinical leakage test and 45psi leakage test. The test results show that no leakage is found. Please refer to attachment for the test reports. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): since no abnormalities are found in the process and retained sample, no similar complaints have been received from other hospitals regarding this batch of products, and no defective sample is received, the root cause of leakage at the indwelling needle connector cannot be determined. The plant will continue to track and trend the issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 18gax1.16in prn ec slm npvc leaked on (B)(6) 2024, the nurse followed the doctor's orders in the process of cefuroxime sodium IV drip prevention of infection for the patient, after the retention of the success of the retention of the retention needle connector was found to have extravasation of fluid, and immediately reset the tube to inject the fluid and told the patient to do a good job of calming the patient, this adverse event to the patient to cause secondary pain.